Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l49634, product type: catheter. (B)(4). Analysis of the pump found no significant anomaly. It was found that ¿s1¿ assumed normal battery depletion. Analysis of the catheter found no significant anomaly. The catheter body was found to be deformed in shape and/or abrasion which did not affect infusion. Result: is only applicable to the catheter.

Event description:
It was reported that a patient death occurred. The cause of death was ¿combined effects of multiple drugs¿. It was noted ¿this device is relevant to the death of the patient¿. No further information was provided. Additional information has been requested, but was not available as of the date of this report.